Event description:
It was reported that the shaft of a cutting balloon was separated. The 90% stenosed target lesion was located in a severely calcified, moderately tortuous unspecified artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation for an endovascular treatment, upon attempting to remove balloon protector, it was noted that the shaft became separated. Air was not removed prior to attempted removal of the balloon protector. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a break at the port site. An examination of the break site identified that the shaft was stretched. A kink was present in the hypotube at 73.3cm distal to the strain relief. The balloon protector was placed over the balloon. An attempt to remove the protector failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states "as supplied, the balloon lumen of the device contains air. This air must be displaced to make certain that only liquid fills the balloon while the catheter is in the blood stream". This process of removing air from the device is listed as a sequence to be performed prior to the removal of the balloon protector. The complaint stated that an attempt was made to remove the balloon protector prior to a vacuum being pulled. (B)(4).

Event description:
It was reported that the shaft of a cutting balloon was separated. The 90% stenosed target lesion was located in a severely calcified, moderately tortuous unspecified artery. A 4 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon was selected to treat the target lesion. During preparation for an endovascular treatment, upon attempting to remove balloon protector, it was noted that the shaft became separated. Air was not removed prior to attempted removal of the balloon protector. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).